Event description:
It was reported that the pt's caretaker has noticed some redness around the incision site. After her last office visit on (B)(6), 2011, she was admitted to the hospital for cellulitis related to her recent vagal nerve stimulator implantation. The incision site of her vagal nerve stimulator was erythematous. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.